Event description:
It was reported that the right atrial (ra) lead had high pacing output. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator (B)(6) 2008, explanted: (B)(6) 2013. (B)(4).